Event description:
Customer says that lancet will not retract and needle protrudes past the end cap. The correct lancets are being used. Lancet is properly seated. The customer says after firing that a lancet can be seen protruding past the end cap on the device. He does not have the device nor the lancet box with him now, so both were logged with ni. He says they are available to be returned. The customer used the lancet on his finger, but has never required medical treatment as a result of this concern. Resolution: replacing/returning device and lancets.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.